Manufacturer narrative:
This lead has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead would not stay in the atrial appendage and exhibited loss of capture and no sensing measurements. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.